Manufacturer narrative:
The reported anomaly was confirmed in the laboratory. The device was found to have a broken case ground wire inside the can. The disconnection of this wire could cause out of range hv lead impedance between the rv and can. This resulted in a power-on-reset and reversion to back-up operation.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that an alert for possible output damage was observed. After interrogating the device there was one vt episode. The device recognized the vt, charged and delivered a shock. Lead damage was suspected. However, fluoroscopy and visual inspection revealed no damage to the lead. The device was explanted.